Manufacturer narrative:
(B)(4).

Event description:
During device exchange electrocautery induced asystole for 30 seconds. CPR was performed. After 30 seconds pacing occurred again and the device exchange could be completed. Patient is in good condition.

Manufacturer narrative:
The complaint of no capture was not confirmed. Visual inspection found electrocautery marks on the can, and direct contact with cautery could temporary inhibit the output. Analysis performed did not find any anomaly on the device other than voltage being at eri. Ventricular output was monitored with scope and the waveform was normal. The implant duration was 8.71 years, which exceeded 75% of device's 9.26 year projected longevity, and is considered normal battery depletion.